Event description:
The customer reported that the image would continue to rotate on the 7700 system during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray manipulator was replaced during the service call. The system was tested and found to be working and put back into service.